Event description:
Procedure: craniotomy. According to the reporter: this is the report of adverse event which occurred in the clinical research, "prospective multi-center post market surveillance of the efficacy and the safety of the duraseal dural sealant system in a craniotomy". Adverse event: postoperative cerebral infarction; treatment for adverse event: medical therapy with warfarin (anticoagulant); outcome: recovered with aftereffect (confirmed on (B)(6) 2012) primary disease: meningioma. Past history: . Neurological findings: cerebellar ataxia (clumsiness of right hand). On (B)(6) 2012, the pt was hospitalized. On (B)(6), the suboccipital craniotomy was performed to excise the meningioma above the tentorium cerebelli. The size of incision: 7.5 cm. O.r. Time: 681 minutes. Superior sagittal sinus was found within the area to be closed and it was also covered with duraseal. Two days after surgery, the pt complained of difficulty seeing and got CT-scan. Hemorrhagic cerebral infarction was found in the right occipital lobe (opposite side of the surgical site). After that, obstruction of the superior sagittal sinus was confirmed by MRI. It was diagnosed as hemorrhagic infarction induced by obstruction of sinus venosus, and the therapy with heparin was begun and was changed to the therapy with warfarin after that. On (B)(6), the pt was recovered with aftereffect. As of (B)(6), the pt has visual field defect and the therapy with warfarin is ongoing.

Manufacturer narrative:
(B)(4).